Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the mid right coronary artery (mrca). Two 20/30 indeflators were used to inflate a balloon; however, during inflation, the indeflators were noted to not hold pressure and bubbles were seen floating back into the indeflator. Both indeflators were removed and another abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 4 sterile/unused devices were received with part#1003327 and lot#60514710. A visual and functional test was performed on all 4 devices. No damage or anomalies were found.